Event description:
Boston scientific became aware of events involving a axios stents through the article "primary endoscopic ultrasound-guided choledochoduodenostomy as a novel and effective method for biliary decompression in malignant biliary obstruction -experience from rwht" by abassi a. Et al. Per the article, 28 patients with varying conditions of cancer underwent endoscopic ultrasound-guided choledochoduodenal stenting using axios stents. Out of 28 patients, two patients had mild cholangitis and transient bleeding that was managed conservatively. Please see reference article for full detail.

Manufacturer narrative:
Block b3: the exact date of event was not reported. The article published year is used for the estimated date of event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block g2: literature source: abassi a. Et al. "Primary endoscopic ultrasound-guided choledochoduodenostomy as a novel and effective method for biliary decompression in malignant biliary obstruction -experience from rwhl" on behalf of british society of gastroenterology congress, bsg 2024 united kingdom, birmingham, gut. 2024; 73 (suppl 1): a160-a1. Block h6: imdrf patient code e1109 captures the reportable event of mild cholangitis. Imdrf patient code e0506 captures the reportable event of transient bleeding.